Manufacturer narrative:
Despite multiple attempts to obtain the device for return to conmed for evaluation, the device has not been located or returned to conmed by the facility. Its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, nor a root cause determined. Should the device in question be returned, an evaluation will be performed and a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 30 complaints, regarding 32 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user advises the user to avoid lateral loading when inserting the anchor and to maintain proper alignment during insertion and disengagement of the device from the driver. The IFU also advise the user that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported issues involving the ckp-4502, 4.5mm poplok suture anchor with two #2 hi-fi sutures, lot # 1035821, that occurred (B)(6) 2020 in (B)(6). The information received was when the anchor was placed inside, it broke and the surgeon was not able to recover it. The surgeon then proceeded in using another poplok and it worked correctly. It is also noted the procedure was successfully completed by using that other poplok with no reported delay and there was no impact or injury to the patient. Additional information clarified the broken part of the anchor was believed to be left in the patient, specific location was unknown as they were unable to find it. Procedure being performed was shoulder arthroscopy, reinsertion of rotator cuff. This report is being raised on the basis of injury as the broken anchor could not be found and is believed to be still in the patient.